Event description:
A spine surgery to fuse two vertebras (c1-c20 was planned to be performed with the aird of the brainlab spine & trauma 3d 2.0 navigation device). During the procedure the surgeon: positioned the patient prone and fixed the patient's head in a head holder. Attached a navigation reference array intended for cranial procedures to the mayfield head holder. Performed the initial registration (matching of virtual display of patient image data and actual patient anatomy). Placed the screws on c2. Verified the navigation accuracy on c1, determined it to be unacceptable and re-registered with a satisfying result. Placed the screw in the right pedicle of c1 with the aid of navigation. Prepared the screw canal on the left pedicle of c1 with the aid of navigation. When trying to locate the canal with the screw an artery was ruptured with the screw tip. The surgeon sutured the artery and was able to stop the bleeding. The surgery could be completed successfully. However, after the surgery the c1 right screw displaced when the patient tried to move his neck. The patient has been transferred to another hospital for further care. There is no info available for brainlab regarding any remaining negative clinical effects for this specific patient.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since two screws / screw canals were not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab device, the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. According to the results of brainlab investigation and the info provided by the hospital, it can be concluded that the root cause for the displaced screws / screw canals is a relative movement of the vertebras that could not be compensated by the navigation system, since the reference array was not attached on the bone to be operated on. Specifically the surgeon used a navigation reference which is attached to the head holder and therefore is only suitable for cranial procedures. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an add'l training to this hospital.